Event description:
Nursing staff found IV fluid on the floor beneath IV pump. When investigation found a crack in the cassette tubing. Crack was found at the junction where the secondary tubing is connected. Administered a new dose of antibiotic with a new infusion pump with new secondary and primary infusion pump tubing. Risk of infection-break in tubing.